Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, noise generated due to damage to the imaging unit, and images are temporarily unavailable, bending angle insufficient due to elongation of the angle wire, curved rubber scratches, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the grip, scratches found on the up/down plate, scratches found on the right/low plate, dirt that difficult to remove with the universal cord, scratches found on the video cable, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector case. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting poor image due to buckling at the base of the light guide connector. Upon inspection and testing of the returned device, the scope exhibited image noise due to damage to the imaging unit, and images were temporarily unavailable. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.